Event description:
An aus device was implanted on 12/18/89. The balloon and pump were revised on 5/23/96. The entire device was removed from the patient on 2/27/97 and replaced, due to recurring incontinence, atrophy at cuff, and fluid loss-balloon